Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3150 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted (lot no. A02667) for female sterilisation. The patient had a medical history of stress incontinence, postmenopausal atrophic vaginitis, pelvic discomfort, constipation, kidney stone, diabetes mellitus, dyspareunia, parity 4, multi gravida, nephrolithiasis, abnormal uterine bleeding, termination of pregnancy, cystocele, vulvovaginal atrophy, uterine prolapse, uterine fibroid, stress urinary incontinence and pelvic pain. Previously administered products included: cyclobenzaprine, metformin, oxycodone and macrogol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3150 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: four coils were seen on each side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: CT scan of the abdomen and pelvis without intravenous contrast clinical information: left flank pain with history of nephrolithiasis [pathology test] on (B)(6) 2022: uterus, cervix, right and eft fallopian tubes with essure device: cervix: negative squamous epithelium. Endometrium: basalis only. Myometrium: leiomyomata. Fallopian tubes: paratubal cyst. Clinical information: order diagnosis: pelvic and perineal pain uterus cervix bilateral fallopian.it consists of a disrupted uterus with cervix, a leiomyomata and 3 pieces of unoriented fallopian tubes at least leiomyomata are identified, with the argest measuring upto 1.6x1.5x1.0 cm [smear cervix] on (B)(6) 2013: no abnormal or atypical cells. [Ultrasound scan vagina] on (B)(6) 2022: uterus 13.4 x 6.2 x 7.1 myom heterog endo reg, cavity empty im 1.5 ss 2.8 ss 3 normal adnexa bilateral essure in cornuas history of diabetes mellitus currently on metformin. Use of naproxen for join pain history of kidney stones. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: lot number received. Reporters information, medical history and surgical pathological reports were added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 52-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 8 years 7 months after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of stress incontinence, postmenopausal atrophic vaginitis, pelvic discomfort, constipation, kidney stone, diabetes mellitus, dyspareunia, parity 4, multi gravida, nephrolithiasis, abnormal uterine bleeding, termination of pregnancy, cystocele, vulvovaginal atrophy, uterine prolapse, uterine fibroid, stress urinary incontinence and pelvic pain. Previously administered products included: cyclobenzaprine, metformin, oxycodone and macrogol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3150 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: four coils were seen on each side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: CT scan of the abdomen and pelvis without intravenous contrast clinical information: left flank pain with history of nephrolithiasis [pathology test] on (B)(6) 2022: uterus, cervix, right and eft fallopian tubes with essure device: cervix: negative squamous epithelium, endometrium: basalis only, myometrium: leiomyomata, fallopian tubes: paratubal cyst. Clinical information: order diagnosis: pelvic and perineal pain uterus cervix bilateral fallopian.it consists of a disrupted uterus with cervix, a leiomyomata and 3 pieces of unoriented fallopian tubes at least leiomyomata are identified, with the argest measuring. Upto 1.6x1.5x1.0 cm [smear cervix] on 17-sep-2013: no abnormal or atypical cells. [Ultrasound scan vagina] on 13-may-2022: uterus 13.4 x 6.2 x 7.1 myom heterog endo reg, cavity empty im 1.5 ss 2.8 ss 3 normal adnexa bilateral essure in cornuas history of diabetes mellitus currently on metformin. Use of naproxen for join pain history of kidney stones. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation according to bayer qa, the batch/lot/serial number (B)(6) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.